Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the bolus button was inoperable. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the audio bolus button was inoperable. This report is made based on results of investigation completed on 10/30/2017.